Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) implanted: 2009 (B)(6); 4968-35 implantable pacing lead implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had chronic high ventricular pacing thresholds since implant. Additional information that was obtained found that during the generator change, the patient's chest was not opened to see if it was caused by a "fatty heart" or any other patient condition which could have caused the chronically high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.